Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from may 15, 2020 - may 18, 2020. H10: the actual device evaluation was completed. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample which indicated leak had occurred. Further inspection revealed that the cause of leak inside the bag was due to broken tubing at the junction of the white flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the condition was not determined. The probable causes may be due to use error, damage during transit, handling, or faulty device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor detached from a large volume infusor which resulted in a leak. This issue was discovered prior to patient use. The device was filled with benzylpenicillin 10800mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.